Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an interventional procedure. Reportedly, the foot of the proglide device was deployed and "would not release". Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Four additional proglide devices were opened and the foot of the devices were difficult to retract and it seemed as though the "white link was in the way". These devices were not used on a patient. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.